Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock lead impedances (sli). This sli has been gradually increasing since some years ago. Defibrillation threshold (dft) test was not done at implant and patient has not had shocks from device. Per chest x ray the coil appears to be high. A new dft was recommended prior to considering lead revision. The pacing impedance and sensing appear stable but pacing thresholds had increased. According to the field representative, nothing has changed since she last spoke with technical services. The patient has not agreed to dft testing at this point. The clinic and latitude are continuing to monitor at this time. All shocks have been maxed out through the device. The rv lead remains in service. No adverse patient effects were reported.